Manufacturer narrative:
The customer¿s strips were returned for investigation. Testing results: qc 1: 2.3 inr, qc 2: 2.3 inr, qc 3: 2.2 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.8 - 2.8 inr). All measurements were without error messages. The maximum difference between measurements was 4.3 %. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Event description:
The customer complained of a discrepant inr result for 1 patient from coaguchek xs pro meter serial number (B)(4) compared to the laboratory result. At 3:00 pm the result from the meter was 2.4 inr. At 3:02 pm the result from the laboratory was 1.8 inr. There was no allegation of an adverse event. The patient's condition was "fine". The patient was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient has had no changes in diet, no changes in medications, no bleeding, and no bruising. The patient's therapeutic range was 2.0 - 3.0 inr. The suspect product was requested to be returned for investigation. The qc was acceptable. Retention test strips (lot 304973) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.